Event description:
The complaint is reported as: "during a resuscitation situation, the blade is broken by connecting it to the handle. This delayed the intubation of the patient since a new blade (of different size) needs to be used - with success." It is also reported that "it was confirmed that there was no harm or injury to the patient caused by the defective device or the delay of intubation. The current patient condition is "critical" but this was also not caused by the defective blade - this is due to the underlying condition of the patient."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during a resuscitation situation, the blade is broken by connecting it to the handle. This delayed the intubation of the patient since a new blade (of different size) needs to be used - with success." It is also reported that "it was confirmed that there was no harm or injury to the patient caused by the defective device or the delay of intubation. The current patient condition is "critical" but this was also not caused by the defective blade - this is due to the underlying condition of the patient."